Event description:
It was reported that the patients lead migrated which caused 80% of the neurostimulator battery to deplete. The patient had undergone a lead revision and a replacement for the neurostimulator was planned for a later date. The patient was admitted to the hospital at the time of the report. Additional information was requested.

Manufacturer narrative:
(B)(4).